Manufacturer narrative:
Other text: g5: 510k is blank device product code is exempt. D3, g1,2 email is: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the bottom of the pressurized bag cracked and leaked during use. Adverse effects are unknown.

Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. If the product is returned this complaint will be reopened for further investigation. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4 full UDI number: (B)(4).